Event description:
Litigation papers allege patient has suffered significant harm including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in his blood, conscious pain and suffering, and loss of earnings. Doi: (B)(6) 2007 - dor: none reported (unknown side). Patient is a resident of (B)(6). (B)(6) 2012: plaintiff fact sheet was received. The product/lot/side/doi was updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007 (left side).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).